Manufacturer narrative:
.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the insulin pimp. The blood glucose reading is 96 mg/dl. The insulin pump will be replaced. Nothing further reported.